Manufacturer narrative:
Concomitant medical products: 4024-58 lead, implanted (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device check the right atrial (ra) lead exhibited rising thresholds, decreasing and low impedance and a suspected fracture the ra lead was capped and replaced. No patient complications have been reported as a result of this event.